Event description:
In this case, it was reported that the patient underwent a valve-in-valve procedure implanted within an existing edwards prosthetic valve. The implant duration was approx. 5 years. Per the operative report, this patient had severe symptomatic bioprosthetic mitral valve failure and was a high-risk candidate for conventional open surgical repair. A 26 mm edwards sapien transcatheter heart valve was placed across the existing prosthetic mitral valve. Postop tee showed trace insufficiency with the new valve in excellent position. There were no operative complications.

Manufacturer narrative:
(B)(4). It was reported that the valve was explanted after approx. 5 years due to valve failure. The prosthetic valve was not explanted from the patient. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. The exact nature of this event remains unclear. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.